Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, malpositioned cup, osteolysis, pain, subluxations, and increased metal ion levels (no labs). There was no mention of infection as previously alleged. The complaint was updated on:9/17/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for pain, acetabular cup removed due to vertical cup placement. Update 8/21/15- (B)(4) pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: update rec'd 9/10/15- litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from swelling, inflammation, infection, and damage to surrounding bone and tissue, elevated chromium and cobalt levels, the feeling of subluxation and lack of mobility. A liner, head and stem are now being reported.